Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an av fistula thrombectomy procedure, the access wire tip detached within the patient. The physician was attempting access via the patient's right upper arm fistula when the wire tip detached. The physician removed the foreign body with a vascular snare device and noted that the patient's vasculature contained an excessive amount of soft thrombus. No patient injury to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.